Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes) /the right essure coil perforated the right fallopian tube"), device breakage ("device breakage"), device expulsion ("expulsion of essure device: left essure came out while using the bathroom"), embedded device ("embedded within the corneal/fallopian tube remnant on one side with the") and device dislocation ("migration of essure: right tube") in an adult female patient who had essure (batch no. 871768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: (B)(6) lbs. Previously administered products included for an unreported indication: metoprolol from (B)(6) 2012 to (B)(6) 2019 and warfarin from (B)(6) 2012 to (B)(6) 2019. Concurrent conditions included obesity, low back pain and endometriosis (family history: mother, sister). The patient also had a family history of endometriosis. Concomitant products included ethinylestradiol; norethisterone acetate (microgestin), furosemide, hydrochlorothiazide (hctz), medroxyprogesterone acetate (provera), oxycodone hydrochloride;paracetamol (percocet) and warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), device dislocation (seriousness criteria medically significant and intervention required), endometrial hyperplasia ("reproductive system disorder or condition: atypical endometrial hyperplasia") and endometriosis ("endometriosis"), was found to have weight increased ("weight gain") and underwent transfusion ("blood transfusion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, d&c and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, device dislocation, endometrial hyperplasia, weight increased, transfusion and endometriosis outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometrial hyperplasia, endometriosis, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, transfusion, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date of insertion was previously reported as29-(B)(6) 2013 , now in current pfs ((B)(6) 2019) date of insertion was (B)(6) 2018. Insertion details: left ostia trailing coils: 13, right ostia trailing coils: 3 placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (right tube occluded), no coil seen in left tube(per pfs). (Per mr): normal uterine cavity. Filling defects seen are due to air bubbles. Proximally occluded right fallopian tubes. An essure coil seen in place. Proximally occluded left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, device expulsion, menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records- embedded device. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs & mr received. Case become incident and medically confirmed. Injury no replaced with new events. Lot number was added. Reporter's information was added. Patient's demographics were added. Added event abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea; dyspareunia; expulsion of essure device; fatigue, migration of essure: right tube; pain; perforation (fallopian tubes), atypical endometrial hyperplasia; weight gain, endometriosis . Historical drug, historical condition, family history, concomitant condition, concomitant drug were added. Lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tubes) /the right essure coil perforated the right fallopian tube'), device dislocation ('migration of essure: right tube'), device expulsion ('expulsion of essure device: left essure came out while using the bathroom') and embedded device ('embedded within the corneal/fallopian tube remnant on one side with the') in a 39-year-old female patient who had essure (batch no. 871768-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 192 lbs. Previously administered products included for birth control: mirena from 2007 to 2008; for an unreported indication: warfarin from 2012 to 30-dec-2019 and metoprolol from 2012 to 30-dec-2019. Concurrent conditions included obesity, low back pain and endometriosis (family history: mother, sister). The patient also had a family history of endometriosis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), furosemide, hydrochlorothiazide (hctz), medroxyprogesterone acetate (provera), oxycodone hydrochloride;paracetamol (percocet) and warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), 2 years 7 months after insertion of essure. In 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, the patient experienced endometrial hyperplasia ("reproductive system disorder or condition: atypical endometrial hyperplasia"). In (B)(6) 2017, the patient underwent transfusion ("blood transfusion"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy and hysterectomy with bilateral salphingectomy- tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, embedded device, dysmenorrhoea, endometrial hyperplasia, transfusion and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and weight increased had resolved. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometrial hyperplasia, endometriosis, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, transfusion, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date of insertion was previously reported as (B)(6) 2013 , now in current pfs ((B)(6) 2019) date of insertion was (B)(6) 2018. Insertion details: left ostia trailing coils: 13, right ostia trailing coils: 3 placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (right tube occluded), no coil seen in left tube(per pfs). (Per mr) :normal uterine cavity. Filling defects seen are due to air bubbles. Proximally occluded right fallopian tubes. An essure coil seen in place. Proximally occluded left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, device expulsion, menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet received, new reporter, event outcome and date, historical medication were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tubes) /the right essure coil perforated the right fallopian tube"), device dislocation ("migration of essure: right tube"), device expulsion ("expulsion of essure device: left essure came out while using the bathroom") and embedded device ("embedded within the corneal/fallopian tube remnant on one side with the") in an adult female patient who had essure (batch no. 871768-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 192 lbs. Previously administered products included for an unreported indication: metoprolol from (B)(6) 2012 to (B)(6) 2019 and warfarin from (B)(6) 2012 to (B)(6) 2019. Concurrent conditions included obesity, low back pain and endometriosis (family history: mother, sister). The patient also had a family history of endometriosis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), furosemide, hydrochlorothiazide (hctz), medroxyprogesterone acetate (provera), oxycodone hydrochloride;paracetamol (percocet) and warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), endometrial hyperplasia ("reproductive system disorder or condition: atypical endometrial hyperplasia") and endometriosis ("endometriosis"), was found to have weight increased ("weight gain") and underwent transfusion ("blood transfusion"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, endometrial hyperplasia, weight increased, transfusion and endometriosis outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometrial hyperplasia, endometriosis, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, transfusion, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date of insertion was previously reported as (B)(6) 2013 , now in current pfs (03-may-19) date of insertion was (B)(6) 2018. Insertion details: left ostia trailing coils: 13, right ostia trailing coils: 3 placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (right tube occluded), no coil seen in left tube(per pfs). (Per mr) :normal uterine cavity. Filling defects seen are due to air bubbles. Proximally occluded right fallopian tubes. An essure coil seen in place. Proximally occluded left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, device expulsion, menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tubes) /the right essure coil perforated the right fallopian tube'), device dislocation ('migration of essure: right tube'), device expulsion ('expulsion of essure device: left essure came out while using the bathroom') and embedded device ('embedded within the corneal/fallopian tube remnant on one side with the') in a 39-year-old female patient who had essure (batch no. 871768-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 192 lbs. Previously administered products included for birth control: mirena from 2007 to 2008; for an unreported indication: warfarin from 2012 to (B)(6) 2020 and metoprolol from 2012 to (B)(6) 2020. Concurrent conditions included obesity, low back pain and endometriosis (family history: mother, sister). The patient also had a family history of endometriosis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), furosemide, hydrochlorothiazide (hctz), medroxyprogesterone acetate (provera), oxycodone hydrochloride;paracetamol (percocet) and warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), 2 years 7 months after insertion of essure. In 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, the patient experienced endometrial hyperplasia ("reproductive system disorder or condition: atypical endometrial hyperplasia"). In (B)(6) 2017, the patient underwent transfusion ("blood transfusion"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), abdominal pain lower ("sore and feel like someone is stabbing my lower belly constantly") and flatulence ("have a lot of gas in my belly") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy- tubal ligation). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, embedded device, dysmenorrhoea, endometrial hyperplasia, transfusion and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and weight increased had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometrial hyperplasia, endometriosis, fallopian tube perforation, fatigue, flatulence, menorrhagia, pelvic pain, transfusion, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date of insertion was previously reported as (B)(6) 2013 , now in current pfs (B)(6)19) date of insertion was (B)(6) 2018. Insertion details: left ostia trailing coils: 13, right ostia trailing coils: 3 placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (right tube occluded), no coil seen in left tube(per pfs). (Per mr) :normal uterine cavity. Filling defects seen are due to air bubbles. Proximally occluded right fallopian tubes. An essure coil seen in place. Proximally occluded left fallopian tube.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, device expulsion, menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event gas in stomach and abdominal pain lower was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.